Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.

Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. Since the user was not responsive the complaint could not be confirmed. No further investigation is required. D2. Product code updated to qhj. H3. Device evaluated by manufacturer? No,other. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3233. H6. Investigation conclusions updated to 4311.